Event description:
Photopheresis is used to treat patients who have graft versus host disease or lymphoma. Photopheresis treatment is similar to that of dialysis. It is a therapy that involves collecting leukocytes from peripheral blood which are then exposed to a photosensitizing agent and then treated with uv radiation via a completely contained kit (tubing and bowl system for collection of blood). Once this process is complete, the blood is then re-infused to the patient. Within the last 6 weeks we have had 5 leaks within the sealed kit, specifically the bowl, that is used for the treatment. When this occurs we must discontinue the treatment. Thus far there have been no incidence of "harm" to the patient other than a minimal loss of volume and disappointment for the patient. ====================== manufacturer response for photopheresis bowl, uvar xts photopheresis system (per site reporter) ====================== maintenance staff came to check machines 30513 and 30598, but found nothing wrong. An additional machine will be checked in the near future (40841).